Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a caesarian section at the end of the surgery when closing the incision the thread of the device broke. Another device was used to complete the case. There was no patient harm.